Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Unable to confirm if customer received the sensor damaged because the sensor was opened/used.

Event description:
The customer reported via phone call that he received a lost sensor alarm after inserting a new sensor. The insulin pump was not communicating with the transmitter. The sensor was missing the cannula when he removed it. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.